Manufacturer narrative:
This medwatch is for suspect device in advantage system 2. (B)(4).

Event description:
Customer reportedly obtained back to back results of 17 mg/dl on advantage system 1 and 107 mg/dl on advantage system 2. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.